Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via email to a company representative (product manager-sculptra) and forwarded by our united states affiliate (B)(4). This case involves a patient who received an injection of poly-l-lactic acid three weeks ago. Relevant medical history and concomitant medication information were not mentioned. The patient developed a nodule in the temple which is hard, visible, and the size of a pea. No further information was provided. Event outcome is unknown.